Manufacturer narrative:
Device evaluation: "visual analysis of the returned device identified: delamination in the diaphragm valve. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identified delamination. Based on the device analysis the final assessment is: - delamination of the diaphragm valve assessed as adhesive failure."

Event description:
Patient reported left side "leaking." The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side "implant is leaking." The device remains implanted.